Manufacturer narrative:
Health effect impact code: f2203- imaging required. Health effect impact code: f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: granuloma.

Event description:
Patient reported right side removal due to recall and "sections of dense hyalinized connective tissue constituting prosthesis capsule exhibiting pseudosynovial metaplasia, metaplasia, and foci of mild lymphoplasmacytic inflammatory infiltrate with a focus of giant cell histiocytic reaction. Adhered adipose tissue and adhered skeletal muscle without histological changes¿. The record relates to the right side. The device has been explanted.